Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Performance data collected from the device was also analyzed. Analysis of the data indicated a low telemetered battery voltage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two cardiac resynchronization therapy defibrillators (crt-d) exhibited battery voltage measurements lower than that which was indicated for implant. A third device was then implanted. No patient complications have been reported as a result of this event.